Event description:
As part of the extended investigation, our qc checked several other batches with the following results. Pictures are reported in the attached word file (which was shared by bernd earlier). 2363735 - transfer filter needle 18gx1 1/2"-1um --> from a test size of 7000 filter needles, 6950 filter needles with the error pattern were detected. 2228456 - transfer filter needle 18gx1 1/2"-1um --> from a test size of 500 filter needles, 500 filter needles with the error pattern were detected. 3031678 - transfer filter needle 18gx1 1/2"-1um --> from a test size of 500 filter needles, 500 filter needles with the error pattern were detected. 3031678 - transfer filter needle 18gx1 1/2"-5um --> from a test size of 1250 filter needles, 1250 filter needles with the error pattern were detected. 3083424 - transfer filter needle 18gx1 1/2"-5um --> test results are pending. 3158853 - transfer filter needle 18gx1 1/2"-5um --> test results are pending. 3209635 - transfer filter needle 18gx1 1/2"-5um --> test results are pending. Could you please update (again) the investigation report including: 1. The results / batch record review on all these batches: 2363735 (already included), 2228456, 3031678, 3083424, 3158853, 3209635. 2. Report any deviations, events, or process/material changes that could be seen related to the event "white coating on transfer filter needle 18gx1 1/2"-1um" 3. Reference to roche qe-104445 deviation number. 4. Classification of the error pattern and evaluation of the error pattern in relation to the functionality of the filter needle and its application. E.g. Is the white residue a potential harm for patient? Would it affect needle functionality e.g. During withdrawal? 5. A statement on whether this white residue is acceptable or not. In the current report you mention "the reported condition, has been confirmed to be within the specified acceptable quality level (aqls) defined in the applicable specification". Does it mean that this is not considered as a defect by bd medical. Or does it mean that this is considered as a defect by bd, but you estimate the occurrence to be within the applicable aql? In such a case please note the new information that the "drip" was observed by qc in kaiseraugst on almost all samples as per above communication. Also please specify what is the aql, if applicable. Regarding point 5, I could not find a corresponding "glue drip" defect in the supply specifications sam-0200721 (v1.0).

Manufacturer narrative:
(B)(4) - initial MDR submission with device evaluation. Additional batches provided: batch number: 2228456. Create date: 2022-08-16. Expiration date: 2027-12-31. Batch number: 3031678. Create date: 2023-01-31. Expiration date: 2027-12-31. Batch number: 3083424. Create date: 2023-03-24. Expiration date: 2028-05-31. Batch number: 3158853. Create date: 2023-06-07. Expiration date: 2028-09-30. It was reported there was a white coating on the transfer filter needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, eleven photos were provided for investigation by our quality team. Each photo shows a needle assembly with the plastic shield partially removed. No excess of epoxy, no defects and no imperfections were observed. A device history record review was completed for provided material number 305211, lots 2228456, 3031678, 3083424, 3158853 and 3209635. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.